Manufacturer narrative:
No button error alarm. The insulin pump had intermittent button response due to corroded keypad trace. No moisture damage electronic assembly. The insulin pump had scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was 200 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.